Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 01/08/2026 blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of found in unintended site - vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2025, under local anesthesia. During the hydrodissection, part of the saline solution flowed into the rectum. Therefore, some gas formed and obstructed the visibility. This caused that during the injection of the hydrogel, there was a misplacement on a blood vessel. There was no patient complications reported.